Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that magnet rate fluctuations were noted: (B)(6) 2017: 100 ppm, (B)(6) 2017: 100ppm, (B)(6) 2018: 85ppm and (B)(6) 2018: 100 ppm. In last office check, the projected remaining longevity was 2 years. No atrial fibrillation (af), unknown if there is automatic capture (ac) on. Patient was not in the clinic when this event was reported. Boston scientific technical services (ts) stated that data from the device is needed to evaluate. Remains in service. No adverse patient effects were reported.